Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, probable cause is presumed that accumulated electrical stress applied to electrical boards in scope connector (mounted electrical parts included) by energizing, accidental static electricity, over current due to attachment/detachment of the connector while the system was on, or the like caused unstable image signal output due to negative impact which led to bad electrical connection. As a result, the event may have occurred. The over current may have occurred by attachment/detachment of the connector while the system was on, over current from other devices or electrical wiring, dusty/humid electrical contacts at the system/video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the videoscope was sometimes distorted with lines. It was unknown where the event occurred. There was no report of patient harm associated with this event.